Event description:
The patient received injections of hylaform plus in 2005 to the nasolabial folds. On an unknown date the patient experienced a pustular reaction and erythema at the injection sites. The physician prescribed oral dicloxacillin, and silvadene (dates unknown). At the time of this report the pustules had resolved, but he erythema was still present. Review of the data did not indicate trends that could be associated to any product complaint.